Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic nissen. The clips were scissoring when fired. Continued to use this device up to fifteen clips and at that time they opened another device to complete the case. There was no consequence to the pt.